Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 69.3mm thoracic aortic aneurysm. The patients proximal aneurysm diameter ranged from 36.9- 44.6mm and was 20mm in length. It was reported that during the index procedure, final angiogram showed no endoleak. After implantation a follow up CT showed a type ii or type ia endoleak. Review of the CT image showed that the stent graft had landed short on the proximal lesser curvature and so the endoleak was considered to be a type ia. As per the physician, the cause of the event was due to resistance felt during deployment due to the blood flow. However, the stent graft was still pushed back and implanted as planned. It was thought that due to the landing on the lesser curvature being short that the leak remained. It was reported that intervention was carried out where a non- medtronic device was implanted in the brachiocephalic artery and the event resolved. No additional clinical sequelae were reported and the patient is fine.